Event description:
Reporter stated that customer received the following results on the mobile system within 5 minutes: 10.0 mmol/l, 21.6 mmol/l and 32.3 mmol/l. Customer took an unspecified amount and type of insulin. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.